Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported that a versacross access solution was selected for use during a left atrial appendage closure (laac) procedure. During procedure, prior to transseptal puncture, while tracking the mechanical guidewire up to the superior vena cava (svc), it was noted that the mechanical guidewire was unraveling. The distal end of the guidewire was protruding from the versacross dilator when the issue was noted, thus it was recaptured into the dilator and then safely removed and replaced. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. However, based on the media provided, the reported allegation of material frayed on the mechanical guidewire was confirmed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It it was reported that a versacross access solution was selected for use during a left atrial appendage closure (laac) procedure. During procedure, prior to transseptal puncture, while tracking the mechanical guidewire up to the superior vena cava (svc), it was noted that the mechanical guidewire was unraveling. The distal end of the guidewire was protruding from the versacross dilator when the issue was noted, thus it was recaptured into the dilator and then safely removed and replaced. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis.